Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, march 30, 2016, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not open, even after entering the validation code. A technical support specialist (tss) tested drawer directly and confirmed it opened without issue. The tss then contacted pharmacy to verify code and obtained a new one. New code worked successfully. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini drawer would not open, even after entering the validation code. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.